Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an introducer needle and a raulerson syringe. Microscopic examination of the needle hub revealed a large crack that intersected the hub opening and multiple smaller stress cracks. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated.

Event description:
It was reported the procedure was being performed in the micu. During insertion, the physician noticed there was a crack in the introducer needle hub making it impossible to use. As a result, a new kit was opened and the procedure was completed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4).